Event description:
This report is being filed because the deployed clip (40607u1/23) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that a mitraclip procedure was performed on a patient with degenerative mitral regurgitation (mr) and a big mitral valve with a flail gap of 17mm. It was known that this would be a difficult case. The use and advancement of the clip delivery system to the mitral valve went well. However, due to the anatomy of the valve, there was difficulty grasping the leaflets. The leaflet assessment was performed and the first clip (40609u415) was implanted medially in the a2p2 segment. The degenerative mitral regurgitation (mr) grade was reduced from 4+ to 3. The second clip (40607u1/23) was planned on being implanted laterally in the a2p2 segment. Although it was difficult to grasp the leaflets, the clip was placed 4mm from the first clip and the leaflet assessment was performed. The clip was deployed reducing the mr grade to 1-2. However, the clip then detached from the posterior leaflet and the mr increased back to 4+. The clip remained attached to the anterior leaflet. A third clip was used to try to stabilize the detached clip and reduce the mr. The third clip was first placed lateral to the detached clip. The mr was reduced to 1-2, but the mean gradient pressure increased to 10mmhg. The clip was repositioned between the first implanted clip and the detached clip. The mean gradient pressure was decreased to 6mmhg and the mr was 1-2. The physician was satisifed with this result. The visualization throughout the procedure was good.

Manufacturer narrative:
(B)(4). Event description continued: post procedure, the imaging was reviewed and it looked as if the posterior leaflet (which was described as being very long) had folded over itself creating a knuckle and may have been the cause of the leaflet detachment. One day post procedure, the physician reported that the patient was doing well. There was no additional information provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets and slda appear to be related to patient/procedural conditions, as the patients large mitral valve created a flail gap of 17mm, making it difficult to grasp the leaflets. A review of the device history record revealed no non-conformances associated with the reported lot that would have contributed to the reported event. A review of the electronic complaint history found no similar incidents for slda and difficulty grasping from the reported lot. Based on the information reviewed, there is no indication of a product deficiency.